Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but has not yet been received.

Event description:
A report of over-sensing on the atrial channel was received. Programming changes to decrease sensitivity were discussed.